Event description:
Admitted for IV hydration, jaundice, gall bladder eval. Two days later pt had a cholecystectomy. Two days post-op at 1303 central telemonitoring noted off due to no battery charge. At 1328, battery replaced. EKG reads asystole. Pt coded. Intubated. On ventilator. 4 days post op determined "brain dead." Ventilator disconnected. Pt expired.